Event description:
Baxter global affiliate reported an overfill of solution while the patient (pt) was using the homechoice cycler for apd therapy. Global affiliate communicated that the healthcare professional (hcp) reported performing a manual drain on the pt at the start of the fill phase of therapy, removing 166mls of fluid. After the manual drain was stopped, the hcp noted the homechoice device displayed the fill volume as being -166mls, rather than 0mls. The hcp resumed the fill phase and noted that the device initiated the delivery of fluid starting from -166mls. The hcp reported that as the fluid was being delivered, the fill volume counted backwards from -166mls until it reached 0mls. Global affiliate reported that the hcp suspected that the device had delivered 166mls of fluid before starting to deliver any of the programmed fill volume. The device then delivered the programmed fill volume of 2000mls, which the hcp feels resulted in the pt receiving a total of 2166mls of fluid. There was no patient injury or medical intervention reported.